Manufacturer narrative:
A voluntary medwatch form 3500 was received (report #mw5156999); since f10 is not contained on that form, select fields in section f have been populated by the manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the left ventricular (lv) lead exhibited "jumpy" impedance and high impedance resulting in a polarity switch. Out of range (oor) intrinsic amplitudes, elevated thresholds and non-capture were also noted. The lead had been programmed off due to non-capture. Noise was also reported. The patient was experiencing pocket stimulation. A potential lead fracture or connection issue was suspected. It was noted that the patient's device did not have the enhanced header. A revision procedure was performed where stable impedance and threshold measurements were confirmed. The device was replaced and the lv lead remains in use. No further patient complications have been reported as a result of this event.